Event description:
International affiliate reports that the surgical resident inserted a sensor with no difficulty. However, once inserted, there was no signal and another sensor was placed. The difficulty with the original sensor resulted in the procedure being extended by approximately one hour. Please note that codman was notified of a product complaint on may 8, 2003 but did not receive info reporting the extended procedure time until june 2, 2003.